Event description:
Pacemaker reportedly reverted to back-up mode following return for air travel. Patient came for unscheduled follow-up on (B)(6) 2014 and the device was reprogrammed.

Event description:
Pacemaker reportedly reverted to back-up mode following return for air travel. Patient came for unscheduled follow-up on (B)(6) 2014 and the device was reprogrammed.

Manufacturer narrative:
Preliminary analysis confirmed the reported switch to standby mode. It was most probably due to a single event upset (seu). The device was properly reinitialized during the follow-up of (B)(4) 2014 and its normal functioning was restored.

Event description:
Pacemaker reportedly reverted to back-up mode following return for air travel. Patient came for unscheduled follow-up on (B)(6) 2014 and the device was reprogrammed.